Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported patients ipg was placed into service app mode and could not be taken out of it. Surgery took place on (B)(6) 2022 and the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
It was reported patients ipg was placed into service app mode and could not be taken out of it. Surgery took place on (B)(6)2022 and the ipg was replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.